Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code (B)(4): no code available (secondary surgery, lens repositioning). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.7mm vticmo13.7, -18.0/+2.5/062 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. The surgeon notes refractive surprise and lens rotation not associated to a low vault. Additionally, the surgeon states the lens was repositioned on (B)(6) 2018; each time the lens was repositioned it rotated at a 90 degree angle again. Reportedly, the lens remains implanted.